Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported incident that standard barrel hip plate, keyless omega 3 135°, 2 holes was alleged of issue s-81 (non fusion of the bones) could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the alleged issue cannot be determined. A review of the device history does not indicate occurrence of any similar incident. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient was revised on a hip due to nonunion of the femoral neck.

Event description:
It was reported that patient was revised on a hip due to nonunion of the femoral neck.